Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, one heartstring seal (wires) did not line up. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. Maquet product analyst contacted r.n and after discussion, product analyst interpreted this reported failure to mean when the seal was folded by pressing the green wings, the seal did not align to the delivery device tube so did not load properly into the delivery device tube when the delivery device was pushed up into the loader device.

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was outside the delivery tube and left behind in the loader. The delivery device was outside of the loader device with the plunger not depressed. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.